Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): above rated burst pressure. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Two cine compact discs (cds) were returned and reviewed by an abbott clinical specialist. During review of the first cd, the clinical specialist noted two discrete lesions in the calcified right coronary artery (rca): one in the proximal vessel and one in the mid vessel. The lesion areas were pre-dilated and two stents were deployed, followed by post-dilatation. The second cd showed a sub-total occlusion in the mid-rca (there is distal flow). The reviewer concluded that the images confirm that there was a sub-total occlusion in the area of stents implanted in the rca. Since it was reported that the 3.0 x 28mm xience v stent was deployed at 20 atmospheres (atm), which is above the rated burst pressure (rbp) of 16atm, it should be noted that the xience v IFU states: do not exceed rated burst pressure (rbp) as indicated on product label. Balloon pressures should be monitored during inflation. Applying pressures higher than specified on the product label may result in a ruptured balloon with possible arterial damage and dissection. In this case, the reported IFU deviation does not appear to have directly caused or contributed to the reported patient effects that occurred after the index procedure. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control (q.c.) Audit inspection is used to verify the product quality. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 3.0 x 23 mm xience v is being reported under a separate medwatch report number.

Event description:
It was reported that approximately one year post placement of two xience v stents in the proximal right coronary artery, the patient reported chest pain. A stress test was positive, but myocardial infarction was ruled out. On (B)(6) 2011, per angiography, the two xience stents were noted to be occluded. There was no treatment provided. On (B)(6) 2011, the patient was discharged in stable condition. Although requested, there was no additional information provided.